Event description:
It was reported that the pump touch screen was frozen. There was no adverse impact to customer¿s blood glucose level. Reportedly, the pump was reset, and the customer continued to use the pump for insulin therapy.